Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced inadequate coverage with the drg system. Investigation was unable to identify which led attributed to the issue. As a result, patient underwent surgical intervention on (B)(6) 2025 to trial with another scs system. The drg system remains implanted at this time. Surgical intervention may be taken to address the issue at a later date.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10149739.